Event description:
Additional information was received. It was reported the device made the patient's back and nerves much worse. It was noted all settings were tried but none helped. The cause of the device not helping was noted to be because it made the patient's pain much worse. The patient stated they had a pain pump installed on (B)(6) 2020 and it had helped with the chronic back pain. It was noted the device was explanted because the pain increased from the spinal cord stimulator rather than improving. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have not been experiencing therapeutic effect since implant. They stated that for the past 3 days they have been in excruciating pain. The patient added that due to their pain, the only thing they can do is stay home. They indicated that they were on group a, and the manufacturing representative (rep) had added group b for them. The patient stated that they were told by the rep that they wouldn¿t feel stimulation on group b. The patient¿s reason for call was to ask how far they should increase stimulation if they didn¿t feel it. Patient services reviewed that the patient may or may not feel stimulation with high-density settings, and typically they would increase stimulation until they got pain relief and leave it on that setting. Patient services offered to help the patient change groups and increase stimulation, but the patient indicated that they just got done charging the implant, and now have to charge the controller. The patient stated that it was a ¿battle¿ because they have to charge the implant and then charge the controller. The patient was re-directed to follow-up with their healthcare provider if their symptoms don¿t improve. They stated that their physician is about an hour away, so they were looking into switching to a closer physician. Additional information was reported that the patient is in excruciating pain. The patient stated since their ins implant the ins has never helped and stated it made it worse and has not used the therapy. The patient had their ins removed. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the status of the device was unknown. The patient reported that the ins stimulation made their pain worse. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. Patient reported the pain increased after using the spinal cord stimulator. The pulsations of the stimulator made the nerve pain much worse.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.